Event description:
The customer observed a leak coming from the right side of the coulter lh 750 hematology analyzer that was not contained to the instrument. The leak was of unknown volume. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a lab coat, goggles and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched for this event. The field service engineer (fse) found the differential preserve tubing leaking. The fse replaced the tubing to resolve the issue. The instrument was returned into service after completion of repairs. No discrepant results were generated; however, a failure mode was identified that has the potential to cause discrepant results. (B)(4).